Manufacturer narrative:
(B)(6). The lot was manufactured between june 01, 2020 to june 04, 2020. Three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the non-reopening clamps were closed, damaged was observed; two loose pieces broke off inside the closed damaged clamp of one sample and one loose piece broke off inside the closed damage clamps of the remaining two samples. The reported condition was verified. The cause of the reported condition was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the clamps of three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were found damaged. There was no patient involvement. No additional information is available.